Event description:
Clinical trial. Same case as MFR# 6000089-2006-02042. It was reported that 71 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal left anterior descending (lad) artery. The lesion was 3 mm wide, 20 mm long, and 90% stenosed. There was moderate calcification, moderate tortuousity, and a possible thrombus was noted the physician direct stented the lesion with overlapping 3. 0 x 8 mm and 3 .0 x 16 mm taxus liberte stents. Residual stenosis was 0% post procedure. The patient was discharged one day later on aspirin and plavix. On day 71, the patient experienced a tvr to the prox lad. The lesion was 98% stenosed, but not due to in-stent restenosis. An express2 bare metal stent was placed, and residual stenosis was 0%. The event was considered resolved. The patient was taking aspirin and plavix at the time of the event. In the opinion of the physician, there was no relationship between the tvr and the taxus liberte stent. This product is only ous approved, but is similar to a marketed u.s. Device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.